Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician had tried to implant an implantable neurostimulator; however, at implant when they were doing it, the physician thought that he touched the spinal cord or something and was afraid he was going to have a spinal fluid leak or something, so he stopped and aborted the surgery, and the patient was sent to another neurosurgeon to have the system implanted. This had occurred within a few weeks before their current implantable neurostimulator was implanted. On (B)(6) 2020 it was confirmed that the attempted implant was with the manufacturer's device. No further information was known.